Manufacturer narrative:
Title: a comparison of the outcome using ligasure¿ small jaw and clamp-and-tie technique in thyroidectomy: a randomized single center study date: 7 april 2014 /accepted: 28 december 2014 /published online: 13 january 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the study evaluates the effects of employment of a recently introduced device (ligasure¿ small jaw, lsj), compared to the traditional clamp-and-tie (CT) technique, on the short- and long-term outcome of the patients who underwent thyroidectomy. This prospective, randomized study included 190 patients enrolled from october 2011 to july 2013. The numbers of patients in the lsj group and the CT group were both 95. Intraoperative blood losses have been 37.90±14.36 in group lsj (p=0.002).